Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this event occurred in the operating room. The intra-aortic balloon (iab) was inserted through the sheath into the right femoralis by the md with success. After 12 hours of iab therapy, it was observed that blood had filled in the helium line of the iab. The pump did not alarm at this time. As a result, the md removed the iab and pump. A new iab was inserted with success and the pump was replaced. There was a 15 minute delay or interruption of therapy with no harm to the patient. Upon inspection by the customer of the removed iab; per the customer "there was a visible leak at the tip of the iab" and "it seems as if the adherence between bladder and stainless tip partially got unstuck." There was no report of patient death, complications or injury. The patient outcome is ok. Reference MDR #1219856-2011-00198 for the related intra-aortic balloon pump report.